Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the health care provider (hcp) sent the epidural mass that had grown around the lead and was compressing the patient's spine to pathology. The report indicated 'that it showed multiple fragments of moderately to markedly inflamed granulation tissue. Inflammation appeared more chronic with abundant plasma cell and lymphocytes and occasional neutrophils. Neutrophilic dust was noted and consistent with inflammation. Abundant fibrosis with thick collagen bundles was noted adjacent to the inflammatory cells and inflamed tissue. No evidence of atypia or malignancy was seen. Special stains for fungal organisms were negative. Controls were appropriate. The device system had a gross examination only.' Patient outcome was not provided, but permission was given to directly contact the patient by the hcp. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4). Product type lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that implantable neurostimulator (ins) and the lead had been explanted upon patient's request. Battery depletion was marked as not normal. The cause of the explant was both device and therapy related. The patient experienced "compression of spine at the lead site on the spinal cord." About 1 year ago the patient had started experiencing numbness in legs and hips which spread up to waist. Myelogram was performed, during which it was impossible to get dye up the thoracic region where the lead was located (t 8-9). The ins was removed and the spine was decompressed in t 8-9 thoracic spinal cord. The lead was sent to pathology analysis along with surrounding tissue. It was also stated that the patient had used program group c the most. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The company representative followed up with the patient. The patient started falling frequently in (B)(6) 2012 and eventually broke her wrist, then was unable to walk with leg paralysis. After the ins and granular mass was removed she spent five days at a hospital and then nine days in rehabilitation at a skilled nursing facility. She left the facility with returned leg movement and walking with a cane. As of (B)(6) 2013, she no longer uses a cane to ambulate, pushing herself to ambulate. The recovery has been slow but was getting there. It was noted that she missed the ins as it did help considerably with her low back and leg pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial number: (B)(4)) found no significant anomaly. Product was functionally okay. Analysis of the extension (serial number: (B)(4)) found no significant anomaly. The extension's outer insulation melted. Analysis of the extension (serial number: (B)(4)) found no anomaly. Analysis of the lead (serial number: (B)(4)) found no significant anomaly. The lead's body was cut through.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.